Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance levels and short interval counts due to possible insulation damage. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2008; product ID 507652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).